Manufacturer narrative:
The patient is (B)(6). An event regarding pain, instability and stiffness involving a triathlon insert was reported. The event was not confirmed. Visual analysis indicated the device had some scratches on the articulating surface consistent with previously implanted devices. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot.

Event description:
The arthoplasty was revised due to stiffness, instability and pain.the components were implanted in situ for ~ 1.8 y.the tibial insert and tibia tray and femoral components were revised. The patient presented with a (B)(4) score of 3 three months prior to revision surgery and a maximum score of 4.

Event description:
The arthroplasty was revised due to stiffness, instability and pain. The components were implanted in situ for ~ 1.8 y. The tibial insert and tibia tray and femoral components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
An evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report.other devices listed in this report:cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: bgze. Cat. No.: 5515-f-401, triathlon ps fem component, cemented, lot code: agae.at this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. If additional information becomes available, it will be submitted in a supplemental report.